Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during hemodialysis, the patient noticed a small amount of bleeding from the blue orifice. It was found that the catheter port of the hemodialysis tube had a crack. No unusual issues were observed with the device prior to use, and no other damage was found at the time of the event. Flushing was performed before use, and no issues were detected. No other products were utilized, and no excessive force was applied. Additionally, no cleaning agent was used on the device, while iodine was the cleaning agent used to clean the adapters. It was mentioned that the cleaning agent was allowed to dry thoroughly before applying ointment to the area. The fitting was tightened by hand. As a remedial action, the catheter was repaired, and the connector was replaced. Dialysis was completed after the remedial action. There was an approximate blood loss of 1 ml, but a blood transfusion was not performed. No medical intervention was required due to the event. There was no reported patient injury.